Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator1 as customer reported the recoverable fault 319 on arm 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator1 was analyzed and found to have error 319 (a node configured to be present did not respond during system starting up). Unit was tested on an in-house system in normal mode triggering error 319. During patient side cart fixture test platform (pftp) testing the unit failed fiber test due to the rolling loop fiber low descending values. After installing a golden rolling loop fiber, the unit passed fiber retest. Once testing was completed, the original rolling loop fiber was tested and verified to be the source of the fault. During visual inspection, no issues were found related to reported problem. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a collision on universal surgical manipulator (usm) #1 triggered repeated non-recoverable error 319. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site disabled usm #1 and power cycled the system, but the error was not cleared. Usm #1 was stuck halfway. Tse found repeated non-recoverable error 319 pointing to axes controller, carriage (acc) of usm #1 in the logs. Site was able to complete the procedure with the remaining usm #2, #3 and #4. There was no reported injury.